Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The samples were repeated at a second site on another e411 analyzer. The first sample initially resulted in an hcg value of 35.40 miu/ml accompanied by a data flag and repeated as 0.500 miu/ml. The second sample initially resulted in an hcg value of 13.61 miu/ml accompanied by a data flag and repeated as 0.500 miu/ml. The third sample initially resulted in an hcg value of 11.75 miu/ml accompanied by a data flag and repeated as 0.500 miu/ml. The fourth sample initially resulted in an hcg value of 81.78 miu/ml accompanied by a data flag and repeated as 0.500 miu/ml. The hcg reagent lot number was 45804500, with an expiration date of 31-dec-2021.

Manufacturer narrative:
The provided calibration data was within expectations, with tendency towards lower signals for one calibrator level and some variations during time. Quality control data showed many recoveries outside of range on (B)(6) 2021 for both levels of control. There is a high variety in recovery with results both above and below specified ranges. The recovery became more stable after (B)(6) 2021. The field service engineer changed probe tubing. The syringes were cleaned and "the repairs replaced". Photomultiplier tube adjustments, blank cell calibration, calibration, and controls were performed. Controls were ok. The engineer also determined that system reagents were used beyond the labeled on-board stability of 7 days on the instrument. The investigation determined the event is consistent with the use of system reagents beyond their on board stability. A general reagent problem could be excluded.